Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that "a looseness of the irrigation connector" occurred during a cataract surgery. The product was replaced and the procedure was completed with out harm to the patient. There are no other event details available. A product sample has been requested.

Manufacturer narrative:
A device history record review for the reported lot shows that the product was released per specification.the returned sample was visually and functionally tested and passed testing, the connector was found to be tightly connected to the tubing. The root cause of the customer's complaint could not be established; the returned sample met specifications.(B)(4).